Event description:
The following information was reported to gore through the pivotal study for the gore® excluder® thoracoabdominal branch endoprosthesis (tambe device): on (B)(6) 2022, the patient was implanted with two gore® excluder® aftermarket devices, as well as the gore® excluder® thoracoabdominal branch endoprosthesis (tambe device). A gore® dryseal flex introducer sheath was used for the procedure. The patient was being treated for an aortic aneurysm involving the visceral vessel(s). It was reported that on (B)(6) 2022, follow up images revealed a left external iliac artery dissection. No treatment is planned at this time.

Manufacturer narrative:
Additional devices implanted and/or related to this event: pll161207/ 24521890, UDI (B)(4). Patient medications: aspirin, gabapentin, acetaminophen, heparin, morphine, clopidogrel, hydrocodone, tramadol, and ibuprofen.

Event description:
Additional information obtained from study site, there was not an existing dissection in the left external iliac artery (during tambe procedure). The dissection in the left external iliac artery originating distal to the plc12100/(B)(6) device. The dissection in the left external iliac artery originating distal to the pll161207/(B)(6) device. It is unknown if the dsf1233/(B)(6) contributed to the dissection during the initial procedure. The event is ongoing.

Manufacturer narrative:
Addition section h code d12-the gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to vascular trauma (e.g., ilio-femoral vessel dissection).